Event description:
In 2008, the lay user/patient contacted lifescan alleging the one touch ultra meter had been reading inaccurately high. The medical affairs specialist sent follow-up questions to the technical service representative in the foreign country to ask the patient. Prior to the event day, the patient dropped her other one touch ultra meter, which caused the battery to dislodge. When the patient put the battery back, the meter reverted to setup mode. Then between 11-11:30 pm, she used a one touch ultra meter that she had put away for 6 months and obtained a reading of 29 mmol/l. This then led the patient to take an additional 6 units of human actrapid insulin before bed. At 12:15 am, after taking the 6 units before bed, the patient felt faint and had a headache. She felt she was experiencing symptoms of hypoglycemia and decided to eat crumpets. At around 1 am, the patient felt better and fell asleep instantly after. The next morning, the patient woke up with muscle stiffness, which she says is normal; but she says it is worse after she experiences symptoms of hypoglycemia. The patient states she takes 20 units of lantus before bed. She takes 6 units of actrapid 3 times per day at other times and adjusts by about 8 units in a day depending on unspecified factors. The patient tests her blood sugar 4 times per day. At around 15 mmol/l, the patient takes extra 4 units of actrapid. Her complete sliding scale was not provided. The patient ate as usual the day before. She states she normally feels flu-like symptoms, thirst, and frequently urinates when her blood sugar is at or above 18 mmol/l. At around 4-5 mmol/l, the patient feels extra alert and panicky. At around 2 mmol/l she usually gets a headache, feels shaky and feels unsteady on her feet. The technical service representative determined when asking the follow-up questions the test strips were within expiration dating. The meter was set to the correct calibration code number according to the test strip vial. This complaint is being reported because the patient claimed that she obtained a high reading, took additional insulin based on the reading, and suffered symptoms of hypoglycemia.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.